Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to faulty battery tube. Unable to test for error alarm, unexpected count down, battery out limit alarm, off no power alarm and low battery alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to failed battery test alarm. Device had cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had off no power alarm. It was also reported that communication error was alarming after battery replacement. The blood glucose at the time of the incident was 325 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.